Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, high ventricular rate due to noise was noted on the right ventricular lead. No intervention was made at this time and the patient was stable with no consequences.